Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her issue. During the call, the customer confirmed that the issue was happening with all 190 series scopes. She did confirm that those same scopes were functioning properly on a second imaging cart. Tac advised the customer to not 'hot swap' scopes in the future. Instead, tac recommended to power down the unit and then remove the scopes. Tac went on to note that reseating the cabling may proof helpful. Later tac followed up with the customer, and the customer confirmed that the problem had been resolved, and the subject device would not be returned to olympus. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii video system center was no producing an image. According to the initial reporter, this did not occur during a procedure. No patient involvement reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.